Event description:
Pt was implanted with prodisc-l at l5-s1 on an unk date. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to allergic reaction. Pt claims allergy to titanium. Pt was revised to alif fusion using mtf cc-alif allograft bone spacers at l5-s1 and uss stainless from the posterior lumbar approach. This is 3 of 3 reports for the same event.

Manufacturer narrative:
As implant material allergies or sensitivities are listed as a contraindication for prodisc-l, proper pt selection is a key component to these cases. From the limited info currently available, it is not possible to confirm that the pt was undergoing an allergic reaction to the prodisc-l implant materials. Little description of the pt's physical symptoms that were associated with their return to the operating room was provided. Sensitivity testing data from an allergist was also not provided for eval, although, the pt claims to have an allergy to titanium. The design risk assessment was reviewed and found to be adequate for the intended use. A review of the device history records revealed there were no mfg discrepancies relevant to this complaint.